Event description:
The customer reported that the 9900 system had a hand controller error and missing data from images sent to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller was replaced and the settings were changed during the service call. The system was tested and found to be working as intended and put back into service.